Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The popping sound was the x ray tube arching. The x ray tube was replaced and the system calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800md made a loud popping sound after a lengthy procedure. It was also reported that a temperature warning message was displayed. The system was re-initialized and there was no further problem. There was no adverse patient involvement reported. There was no patient information reported.